Event description:
It was reported that the device had reached its end-of-life (eol). Ten days later, it was reported that the pump was replaced. It was noted that the pump was not "beeping". It was also noted that, on (B)(6), there was an "inability to aspirate fluid"; however, it was also stated that there was a "free flow of cerebrospinal fluid". There were no signs or symptoms related to the event and the patient recovered without sequela. The drug used in this system was lioresal.

Manufacturer narrative:
Correction sent to add the missing evaluation summary. Final analysis of the pump found no significant anomalies. The elective replacement indication (eri) was due to time progression.

Event description:
Additional information received reported that diagnostic of the side port tap revealed free flow of cerebrospinal fluid. The pump was replaced and there was no issue with the catheter.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, lot#: j0058184r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).